Manufacturer narrative:
Additional information: it was not difficult to remove the protective sheath and packaging stylette. A 1:1 concentration of contrast / saline was used. There were no issues noted during inflation of the device to nominal pressure. The device was not moved or repositioned while inflated. Product analysis: the device was returned for analysis. The stent was not present on the balloon and did not return for analysis. Balloon folds were expanded on device return. Crimp impressions not visible on expanded balloon folds. Contrast was visible in the balloon. No deformation evident to inflation/deflation lumen. The balloon passed negative prep. The balloon was inflated to 12 atms, and deflation testing was completed without issue. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one onyx frontier coronary drug eluting stent had balloon deflation difficulty after the first expansion, and the balloon did not contract at the lesion site. There was an issue with the balloon deflating poorly after stent placement, and there was difficulty removing the balloon after inflation due to slow deflation, which caused the device to snag during retrieval. When the balloon was deflated, the entire system was removed and collected including the guiding catheter, and the equipment was successfully retrieved. The lesion being treated was moderately tortuous, non-calcified with 90% stenosis in the proximal/mid right coronary artery (rca). The device was inspected prior to use with no problems observed. Negative pressure was performed with no problems observed. The lesion was pre-dilated with a 2.5x13mm non-medtronic balloon. The device did not pass through a previously placed stent. Resistance/discomfort was not encountered when the device was delivered. Excessive force was not applied. Post expansion was not performed. The patient's condition is completely stable. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.